Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had fluid inside the blower. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that the unit had fluid inside the blower. The customer reported that they had saw brown fluid inside the blower and the boot above the blower. The biomed then reported to the remote service engineer (rse) that the customer noticed a smell from the unit as well. The biomed confirmed the brown fluid inside the blower. The customer later reported that they replaced the blower assembly, rubber boots, and tubing to resolve the reported issue. The customer replaced the blower assembly, rubber boots, and tubing to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The reported issue of brown fluid inside the blower could be confirmed via visual inspection. The cause of the malfunction was due to a faulty blower assembly.